Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized that day with a blood glucose as high as 775mg/dl with large ketones, diabetic ketoacidosis, and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient remains hospitalized at the time of the complaint and was treated with intravenous fluids by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the prime history indicated a site change for the infusion set not within the site change timelines and the set was not changed prior to the hospitalization. The alarm history was reviewed to find no alarms indicating an under infusion of insulin. Further troubleshooting was unable to be completed due to hospitalization and health of the patient. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.